Event description:
"Got hot and burned the circuit".

Manufacturer narrative:
No additional information was provided by the customer. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.